Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensed noise exhibited by the right ventricular lead. The patient was scheduled for revision, where lead insulation was observed during the procedure. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of sensing noise and insulation damage were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found clavicle crush which fractured all five filars of the outer coil and damaged the outer insulation at the middle region of the lead. The cause of the reported events were isolated to the fractured outer coil and damaged outer insulation consistent with clavicle crush.